Event description:
During an acucise procedure the doctor fired the catheter three times. Territory manager warned the doctor not to fire the catheter the third time because the acucise is approved for only two activations during the same case. After the doctor activated the acucise the third time the patient experienced severe bleeding. Bleeding was stopped without the necessity for an open procedure. Apparently the patient had a prior anevrysm that burst. Follow up on patient revealed that the patient is doing fine.